Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: does the surgeon believe there was an alleged deficiency with the enseal device that caused or contributed to the surgical complications leading to the hole in the artery and procedure conversion to open? No. What was the approximate blood loss? Unknown. Were any blood products administered? Unknown. Was the surgeon attempting to cauterize and transect the subclavian artery? No. Is there a video of the procedure available to be reviewed by engineering and medical? No. On the date of surgery the event was analyzed together with the surgeon and decided that there was no relation between the use of the enseal and the complication. Does the surgeon believe there was an alleged deficiency with the enseal device that caused or contributed to the surgical complications leading to the hole in the artery and procedure conversion to open? No. What was the approximate blood loss? About 500cc. Were any blood products administered? Unknown. Was the surgeon attempting to cauterize and transect the subclavian artery? No. Is there a video of the procedure available to be reviewed by engineering and medical? No. After speaking with the physician the blood loss was 1500 cc instead of 500cc and two packed cells were given as blood product. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a uvats lobectomy an extrapleural resection was performed at the site of the adhesions. However, this led to a subclavian artery injury. The subclavian artery was injured because the surgeon was in the wrong plane and after activating the enseal and cutting the tissue in the jaws of the device, the hole in the artery was made. The subclavian artery injury was managed initially with gauze compression and then by means of clamping. After mobilization of the lobe, attempts were made to clip or suture the defect, however these were not successful. The procedure was converted to open. After conversion, we were able to suture the defect without tapering of the artery. The surgery was delayed 1.5 hours. The patient was discharged two days after surgery which is slightly better than the average of 2-3 days. So no patient consequences.